Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the healthcare professional that there was an episode of atrial tachycardia/atrial fibrillation (at/af) which they consider to be noise on the right atrial (ra) lead. It was noted that the patient was putting a backpack on. It was also noted that the noise was reproducible in clinic with arm movements. It was further reported that there was only one at/af episode store which showed oversensing of noise. It was noted that the noise was most likely related to myopotentials. The healthcare professional also noticed a sensing integrity counter (sic) of ninety-eight, but lead trends and values were within normal limits and stable. It was noted that the ra lead exhibited a loss of pacing due to the oversensing. The healthcare professional noted that the patient has lost twenty kilograms over the last year and believes the implantable cardioverter defibrillator (ICD) might have slightly migrated. The device, ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.